Event description:
Abbott diabetes care (adc) received a medwatch report, which reported the following information: a customer reported that over the past year, their freestyle libre 3 has frequently indicated low blood sugar levels, while test strip readings showed normal results. Upon reviewing their graph/ information history data, the customer found no records of low readings, and the time below target shows zero. Abbott has replaced the reader seven times, but none of the replacements have performed any better, and some have even been worse. In the past seven days, they have experienced five low readings that do not appear in their history. Additionally, the freestyle libre 14 sensors are erratic, with abbott replacing some of them at no charge. The customer also noted that the sensor alarms are 'out of range' inconsistently. Adc's customer service team reached out to the customer, who mentioned that they had already reported the same issue directly to adc. The reader had previously been replaced, and the customer agreed to receive a replacement sensor. There is no report of adverse health effects, self-treatment, or the need for third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg. Date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. Reference reports: mw5163316, mw5163318, mw5163319, mw5163320, mw5163321, mw5163322. This is 2 of the 7 MDR submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Tracking and trending reports for the past year was reviewed based on the product line and reported issue. The review identified a tripped trend and corrective actions were taken. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report, which reported the following information: a customer reported that over the past year, their freestyle libre 3 has frequently indicated low blood sugar levels, while test strip readings showed normal results. Upon reviewing their graph/ information history data, the customer found no records of low readings, and the time below target shows zero. Abbott has replaced the reader seven times, but none of the replacements have performed any better, and some have even been worse. In the past seven days, they have experienced five low readings that do not appear in their history. Additionally, the freestyle libre 14 sensors are erratic, with abbott replacing some of them at no charge. The customer also noted that the sensor alarms are 'out of range' inconsistently. Adc's customer service team reached out to the customer, who mentioned that they had already reported the same issue directly to adc. The reader had previously been replaced, and the customer agreed to receive a replacement sensor. There is no report of adverse health effects, self-treatment, or the need for third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The available tracking and trending reports were conducted for the reported complaint and fs libre readers, no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report, which reported the following information: a customer reported that over the past year, their freestyle libre 3 has frequently indicated low blood sugar levels, while test strip readings showed normal results. Upon reviewing their graph/ information history data, the customer found no records of low readings, and the time below target shows zero. Abbott has replaced the reader seven times, but none of the replacements have performed any better, and some have even been worse. In the past seven days, they have experienced five low readings that do not appear in their history. Additionally, the freestyle libre 14 sensors are erratic, with abbott replacing some of them at no charge. The customer also noted that the sensor alarms are 'out of range' inconsistently. Adc's customer service team reached out to the customer, who mentioned that they had already reported the same issue directly to adc. The reader had previously been replaced, and the customer agreed to receive a replacement sensor. There is no report of adverse health effects, self-treatment, or the need for third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event. Based on the information provided, there was no report of serious injury associated with this event.

Event description:
Abbott diabetes care (adc) received a medwatch report, which reported the following information: a customer reported that over the past year, their freestyle libre 3 has frequently indicated low blood sugar levels, while test strip readings showed normal results. Upon reviewing their graph/ information history data, the customer found no records of low readings, and the time below target shows zero. Abbott has replaced the reader seven times, but none of the replacements have performed any better, and some have even been worse. In the past seven days, they have experienced five low readings that do not appear in their history. Additionally, the freestyle libre 14 sensors are erratic, with abbott replacing some of them at no charge. The customer also noted that the sensor alarms are 'out of range' inconsistently. Adc's customer service team reached out to the customer, who mentioned that they had already reported the same issue directly to adc. The reader had previously been replaced, and the customer agreed to receive a replacement sensor. There is no report of adverse health effects, self-treatment, or the need for third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The available tracking and trending reports was conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.